Event description:
The catheter was placed intrascalene. The catheter was inserted approximately 5cm along the brachial plexus. The catheter functioned normally and the patient was discharged with the catheter in place. Several days later, the patient's family member attempted to remove the catheter but the patient complained of pain. The patient was returned to the hospital and a cut-down procedure was requried to remove the catheter. There were no further complications.